Event description:
It was reported when using the bd wingset bcs 21x.75 12 luer there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "two vacutainer blood collection boxes are missing the expiration date."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
D.4. Medical device lot #: unknown. H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. The lot number involved was unknown and no sample was returned, therefore, we were unable to specify the cause of the reported event. Expiry date on the inner box and individual package have been displayed since sep. 2008. Therefore, it is assumed that the product concerned was the one manufactured before sep. 2008. Also, the last manufacturing and shipment of the material # 367251 was jul. 2010. Thus, the product reported is more than 3 years old. The expiry date of the material # concerned is 3 years from the manufacturing date, therefore, the product reported has expired. H3 other text : see h.10.

Event description:
It was reported when using the bd wingset bcs 21x.75 12 luer there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "two vacutainer blood collection boxes are missing the expiration date."